Event description:
It was reported that the high impedance was observed with dcdc - 4 on system diagnostics. The output status is ok (not limit) on both tests despite the high impedance. Settings are 1.25/30/250/30/1.8. The patient is non-verbal and therefore is unable to communicate whether stimulation is perceived or not. The generator is not near end of service. The physician plans to monitor the patient for 2 months and evaluate for replacement surgery at that time. Review of the implant card for the generator replacement on (B)(6) 2015 shows that the diagnostics were within normal limits with dcdc code 2. Additional relevant information have not been received to date.

Event description:
Additional information was received that the patient has not been seen by the neurologist again. X-rays were performed and there was nothing out of the ordinary. A copy of the x-rays were not provided. The physician was informed about the differences between system and normal mode diagnostics and that the lead integrity could be compromised. No surgical interventions have occurred to date.

Event description:
Patient had a surgery consult. Family doesn't want vns full revision surgery. The device is turned off and patient is stable on medications.